Event description:
It was reported that the patient was "very bright and alert" the day after surgery, but later became uninterested in anything. It was stated that the patient didn't "talk or communicate," but he did "normally followed people around the room." The reporter stated that he may have been "confused from the anesthesia." On (B)(6), the patient went to the hospital for shortness of breath. It was also stated that his head was contracted to the right and his jaw was locked. He was cleared to leave the hospital, but two days later he was back in the hospital with seizures and a temperature of 103-104 degrees fahrenheit. It was reported that the patient's blood pressure, heart rate, and oxygen saturation were dropping. The patient was treated with antibiotics and was put on dopamine. No source of infection was found, so the patient was treated as if these reactions were a "neurological response to the stresses on the body." The patient also has a wound on his back which "has gained some pus" throughout the healing process. It was noted that there was bacteria present at the in the wound, but there was "never really enough to cause an infection." The wound on the patient's abdomen wasn't quite healed and it was "oozing a clear, liquidy blood." A cat scan of his belly didn't find anything that would indicate an infection. It was noted that the patient was still in the hospital on the day of report. The drug in the patient's pump was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information: it was later reported that the patient was seen in clinic and the wound 'looked fine.' No date was reported, no other symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).